Manufacturer narrative:
(B)(4).

Event description:
It was reported that "folded catheter guide". This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "folded catheter guide". This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one closed sac-00820-pbx arterial kit for analysis. No definite signs of use were observed. Visual analysis of the guidewire revealed the guidewire was kinked in multiple places. Visual analysis also revealed the returned packaging contained one major fold in each and the catheters and protective tubings each had a kink all aligning with the location of the kinks in the guidewires. The introducer needle was not included in the returned kit. Microscopic examination confirmed the kinks and revealed that both welds were present and spherical. Additionally, the product lidstock states "do not bend". The kinks in the guidewire was located 141 and 166 mm from the one end. The overall length of the guidewire measured 346 mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guidewire outer diameter (od) measured 0.510 mm, which is within the specification limits of 0.508mm-0.533mm per the guidewire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "thread tip of catheter over guidewire" the returned guide wire was threaded through the distal lumen of a lab inventory catheter and introducer needle. The undamaged portions of the guidewire were able to advance with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not use if package is damaged". The customer report of a damaged guidewire was confirmed through investigation of the returned sample. The guidewire was kinked in the middle of the body and the returned packaging each contained one major fold as well. The guidewire met all relevant functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "folded catheter guide". This was found prior to use. There was no patient involvement.